Manufacturer narrative:
Overall investigation summary regional service said contact reports that they have had 2 air injections recently, cta injections occasionally pressure limit, 200ml syringes are often difficult to remove after injections, and sometimes the a side ram needs to be at the 2ml position to accommodate a new 200ml syringe. Investigation: service went on site and verified operation according to optivantage test and inspection data checklist (846130). The injector was fully functional and ok to use. Service could not duplicate issues. Later, an applications specialist provided additional training, and stated "the tech's weren't really sure what they were doing to get the 20 ml's of air. Application specialist showed them how to manually purge and reminded them to double check the syringe for air/fluid levels. Additionally, the app's specialist stated: "....the reason it was difficult to remove (syringes) was because there was contrast build up under the faceplate. We cleaned the faceplate and I advised to clean it once a week." Note: air injections are typically a user issue. The optivantage injector sends a prompt to the operator requiring them to ensure all air is purged from the system and associated hardware, prior to injection. The operator must manually confirm the purge before the injector will enable the injection. Additionally, the device's IFU (ref. IFU, 848581-c, section 4.1) contains precautions, as well as, steps to prevent air injections. Cts history search shows no other similar issues with this unit. Root / probable cause code: personnel - training - inadequate. Root / probable cause summary: see failure modes (no problem/fault found, injector operation verified. Probable root cause was operator error in purging air from syringe and/or tubing (ref. IFU, 848581-c, section 4.1). No further investigation needed at this time. Qa will continue to monitor and trend for similar issues. No CAPA at this time, these trends and issues are reported on during quality metrics reviews and during the management review meetings to consider input for corrective action. Disposition summary: service verified operation. The injector was fully functional and ok to use. Service could not duplicate issues. An applications specialist provided additional training.

Event description:
This incident was reported by a lead CT technologist on (B)(6) 2020. It was reported that the facility has had 2 air injections recently, cta injections occasionally pressure limit, 200ml syringes are often difficult to remove after injections, and sometimes the a side ram needs to be at the 2ml position to accommodate a new 200ml syringe.